Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the stylet was damaged. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the indwelling needle for use, she found the catheter guide wire was shrunken at the back end of the needle handle. It could not be used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the stylet was damaged. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the indwelling needle for use, she found the catheter guide wire was shrunken at the back end of the needle handle. It could not be used."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/11/2022. H.6. Investigation: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. However, bd cannot determine a manufacturing root cause of the failure since the sample was returned in a used state. It is recommended to send an unused sample for investigation. Examination of an unused product will help us determine a manufacturing root cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the stylet was damaged. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the indwelling needle for use, she found the catheter guide wire was shrunken at the back end of the needle handle. It could not be used."